Manufacturer narrative:
Block b3: date of event is an estimate as the actual date is unknown. Block d4: model number is unknown. Block h6: imdrf code a0401 captures the reportable event of break.

Event description:
It was reported to boston scientific that a over stitch endoscopic suture system was used during an esophageal stent placement and suture stent fixation procedure on an unknown procedure date. The over stitch could not be removed from the patient due to the over stitch suture and stent suture being entangled. The physician applied enough force to break the over stitch suture allowing the over stitch endoscopic suture system to be removed from the patient. The procedure was completed prior to the over stitch endoscopic suture system being entangled and released. There were no patient complications reported as a result of this event.